Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that daughter's insulin pump alarmed for battery out limit then alarmed weak battery. Customer experienced high blood glucose and blood glucose was unknown. Customer declined troubleshoot for high blood glucose. Insulin pump beeps and says battery was low. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.